Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori ukr procedure, when on the femur bone removal page, after less than 30 seconds of burring the medial femur, the robotic drill disconnect error presented ((B)(4)). To recover, they pressed "quit", disconnected and reconnected the drill and resumed the case. However, the error presented multiple times after following the listed protocol. After multiple attempts of reconnecting the drill and resuming the case, a separate error message presented, stating the system was bad ((B)(6)). When this error occurred, a system reboot and an equipment swap was completed to resume the remainder of the case. The delay caused by this error was of fewer than 30 minutes, the patient was not harmed. No other complications were reported.